Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective electrode. The fse replaced the chloride electrode, aligned the sample pot to sample probe and adjusted the position of the mixer paddle to the center of sample pot which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged multiple high erroneous patient result for ise (ion selective electrolyte) were generated on their au5800 chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide initial and repeat patient results.